Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during patient follow up performed approximately 1 month post index procedure, the physician noted high creatinine levels and diminished flow in the left renal artery. The physician stated that during the index procedure the stent graft was deployed too proximal and encroached on the left renal artery. Intervention was performed by ballooning expandable stent in the left renal artery via left brachial access. The intervention was successful. Per the physician, the cause of the event was anatomy related leading to deployment of the device closer to the renal artery than intended. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.